Event description:
It was reported that the pt experienced poorly controlled pain due to the migration of the catheter. The catheter dislodged from the intrathecal space. A catheter dye study was performed on (B)(6) 2010, with "normal" results noted. Surgical repositioning of the pt's catheter was performed on (B)(6) 2010. The pt resolved without sequelae. The pt's pump contained the following medications: dilaudid at a concentration of 5.0 mg/dl and a dosage of 1.8694 mg/day; and bupivacaine at a concentration of 5.0 mg/ml and a dosage of 1.8694 mg/day. No further details were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).